Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the placement of the zxt150 intraocular lens (iol) in the left eye of the patient was noticed to be misaligned during the post-op exam. The patient complained of blurry vision and the iol was explanted on (B)(6) 2018. The incision was enlarged to remove the lens and sutures were used; no vitrectomy was performed. The patient was reported being in good condition following the surgery. The account commented that the explanted lens was discarded. Additional information was received and it was learnt that the lens was initially planned to be repositioned. However, the surgeon then determined that the patient's eye would not hold the lens and decided to explant the lens instead. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.